Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case # (B)(4). Npi 8120 failing barrel clamp open. Logic board- connector failure. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: nopatient or user harm: no. Case description: customer reports their 8120 sn: (B)(4) failing the barrel clamp open, when performing the binary sensors test. Failing the barrel clamp open, when performing the binary sensors test. Customer stated they replaced the sizer assembly. Recommended customer check to make sure they properly seated the sizer assembly. If all looks good, next issue is most likely the logic board. If so, recommended sending in for repair. Customer will move forward with recommendations. Ended call. Ref: (B)(4).